Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cutter intermittently working with the bevel cutter getting stuck, it got dropped the cut rate down from 10 k to 5k and aspiration intermittent. No information was provided on completion of surgery. There was no patient impact reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle bent. The sample was then functionally tested for actuation, aspiration and cut the sample was found to be conforming for aspiration and cut, and nonconforming for actuation. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. The inner cutter was observed to be slightly bent. Gouge marks observed at the cutting and other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A picture attached to the parent complaint was reviewed by the investigation site. The picture shows two trays, top tray label is not related to this complaint file, bottom label is the same product and lot number reported. The complaint evaluation does not confirm the probe had aspiration and cut failure. The evaluation indicates the probe had an actuation failure. The cut and aspiration functions of the probe were conforming; however, the observed actuation failure could have caused the probe to not cut and/or the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The root cause for the actuation failure as well as bent needle/inner cutter is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported aspiration and cut failures were not confirmed, and it appears that the observed actuation failure was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.